Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 has failed calibration testing. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault, low peak inspiratory pressure, and high peak inspiratory pressure alarms. The customer reported the exhalation differential pressure transducer failed calibration testing. The issue occurred during patient use; the customer reported the ventilator was changed immediately. The customer reported there is no patient consequence associated with the event.